Manufacturer narrative:
(B)(4). Concomitant products: 0100634064, zimmer mmc cup 64/56mm code v, 2522496; 0100185145, head adapter s/-4 12/14-18/20, 2514229; 0100180460, metasul head, 2531520. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported by the patient's legal counsel that the patient underwent right total hip arthroplasty. Legal counsel further reports patient allegations of elevated metal ion levels, metal poisoning, and metallosis. No revision procedure has been reported to date. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Initial operative notes were reviewed, and no complications were noted. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.